Manufacturer narrative:
Device analysis was unable to confirm the issue described in the complaint. The device was returned without the stent, which was deployed in the patient. The balloon due to deployment had been subjected to positive pressure. During the analysis of this device, the unit was connected to an encore inflation device. Attempts to inflate the device were unsuccessful, due to the presence of solidified contrast media present within the entire length of the inflation lumen. A review of the shop floor found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause is unknown.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The lesion being treated was located in the non-tortuous, moderately calcified mid left anterior descending (lad) artery. The lesion was predilated with a 2.5x15mm maverick balloon to 12 atm. A 3.00x32 mm taxus liberte drug eluting stent was placed in the lesion distally to ensure complete cover of the entire lesion. The stent was then inflated to 14atm for approximately 20 seconds then deflated. When trying to remove the stent delivery system resistance was experienced. The balloon was reinflate slowly to 4-6 atm, then deflated very slowly. The physicians second attempt to remove the balloon was unsuccessful. However, after a few moments of "riggling" the balloon catheter became free and was removed. The proximal end of the lesion was then covered using a 3.00x 2mm taxus liberte drug eluting stent with no further problems. No patient complications were reported. Patient status reported as "satisfactory".